Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this pacemaker had been admitted to the hospital for non-device related reasons. The local boston scientific field representative attempted to interrogate the device but received an 'out of range telemetry noise' message. Placement of a magnet was unable to yield a magnet rate. The battery was determined to have been depleted. There were no adverse patient effects. The device remains in service.